Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Events reported via 2210968-2022-0704, 2210968-2022-07045, and 2210968-2022-07046.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the suture was used. During surgery the surgeon attempted to use the strand of suture, but it broke in the middle and could not be used. A like device was used. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/1/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. (B)(4) sealed packets of product code 8741 were received. As per the sampling plan, a visual inspection was performed on (B)(4) samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using an instron and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via 2210968-2022-07043, 2210968-2022-0704, 2210968-2022-07045, and 2210968-2022-07046.